Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device returned. H3, h4, h6: a review of the device history record. Device history lot. Device history lot. Part # 319.004. Synthes lot # ft00061. Supplier lot # ft00061. Release to warehouse date: 02 sep 2016 . Supplier: (B)(4) llc. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that during sterile processing on january 28, 2020, four (4) depth gauges were found to have been damaged when they were cleaned and sterilized. There was no patient involvement. The wire tips of the depth gauges broke from the handle. This complaint involves four (4) devices. Investigation flow: damage. Visual inspection: the depth gauge for 1.3mm and 1.5mm screws (part # 319.004/ lot # ft00061) was received at us cq. The very distal tip of the needle was broken. No broken fragment was returned. The overall complaint was confirmed. Device failure/defect identified needle was completely broken off and the device was missing its protection sleeve. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: since the exact date of manufacture was not determined, the current revision of the drawing was reviewed. 319_004_revp & l. Conclusion: the overall complaint was confirmed for the received depth gauge for 1.3mm and 1.5mm screws as the needle was broken. Although no definitive root-cause can be determined its possible the device experienced unintended forces while handled. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. .

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that during sterile processing on (B)(6) 2020, four (4) depth gauges were found to have been damaged when they were cleaned and sterilized. The wire tips of the depth gauges broke from the handle. There was no patient involvement. This is report 04 of 04 of (B)(4).